Event description:
The facility reported a pump with failure code 810:11. The reported condition was identified during patient therapy in the nicu in which a patient was connected and therapy was stopped due to air in line issue. There was no patient injury or medical intervention necessary. No additional information is available.

Event description:
It was reported that during a diagnostic laparoscopy possible oophorectomy, the device became torn before it was used. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B) (4) the device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation .

Manufacturer narrative:
(B) (4)

Event description:
Ciba dailies contact lens became stuck in far lateral aspect of pt's eye, and when removed, had torn. Torn portion not able to be seen -or removed- by pt, necessitating office visit for removal under slit lap. Pt, a physician who has used other brands of disposable lens, reports that these tear "often".

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition of "failure code 810:11", however, it could not be duplicated. As a precaution, the air-in-line printed-circuit-board (ail pcb) will be calibrated. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. Uim master software versions with a software configuration number ending in 6.13.90 will be categorized as remediated. There is an ongoing CAPA investigation, (B) (4) that is associated with this report. (B) (4).